Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general reagent issue can be excluded.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as 0.100 miu/ml accompanied by a data flag. The instrument automatically repeated the sample and it resulted as 3.16 miu/ml. The 3.16 miu/ml value was reported outside of the laboratory. The sample was then repeated a second time on a different analyzer and resulted as 0.100 miu/ml accompanied by a data flag. The repeat result of 0.100 miu/ml was believed to be correct and a corrected report was sent to the doctor. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative indicated that red blood cells were found in the sample. He found no problem with the instrument and all checks were good. He communicated his findings to the customer. He observed the analyzer performing correctly per specifications. All system checks and performance testing were successful. The customer ran quality controls and these were all ok.